Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 547 mg/dl; cause was unknown. Customer required assistance from hcp who recommended customer change cartridge and infusion set to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.